Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, keytop broken, and scope nozzle clogged, and the foreign material inside cannot be specified or taken out. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis lucera colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to insufficient or incorrect reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no user issue reported by the customer. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material and the specific cause of the material could not be identified. It is likely that the foreign material was not removed even though the user reprocessed the device properly in accordance with instructions for use (IFU). The root cause could not be determined. The event can be detected/prevented by following the IFU which state: ¿operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. ¿reprocessing manual - precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ ¿manually cleaning the endoscope and accessories: clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens and ensure that all surfaces of the distal end are thoroughly cleaned.¿ ¿flushing detergent solution into the air/water channel¿. ¿presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.¿ olympus will continue to monitor field performance for this device.